Event description:
The pt underwent laparoscopic sigmoid procedure due to diverticulitis disease, that performed without incident. Prior to device insertion, the doctor had issues dilating rectal stump due to stricturing. Device was inserted and deployed normally. Saline bubble test was performed. Bubbles were visualized and leak was detected. Pt was re-opened and small tear anterior and proximal to the ring was visualized. The ring was cut and the anastomosis was re-done with negative leak test.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The device was returned and evaluated. Due to manipulations of the ring during the investigation, only partial mechanical testing could be performed. Nevertheless, this testing, together with visual examinations and functional testing, revealed no failure, indicating a complete, proper deployment and functional abilities of the device. Bubbles during leak test may indicate a defect in the anastomosis which is related to the surgical technique, rather than to the device used. Therefore, based on the fact that no device failure was found and the location of the small tear was proximal to the anastomosis, this event may not be related to the device. A defect detected at this stage (positive leak test), usually enables immediate intraoperative repair or strengthening of the anastomosis, or anastomotic area, and is not correlated with an increase risk of future anastomotic leaks.